Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump performed the load fill tubing sequence while the customer was connected at the site. The customer alleged the pump completed this process on its own and without user interaction. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.